Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose. The customer's blood glucose was over 80 mg/dl. The customer experienced the low blood glucose and insulin pump was not suspend and he was not sure why so his wife had to give a glucagon shot and it took hours to get his blood glucose over 80 as it was showing below 20 mg/dl. Customer was unsure if auto mode was used. The customer declined the low blood glucose troubleshooting. The product will not be returned for analysis.